Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: loose needle plunger, failure to deploy suture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the foot was parked, the needle plunger appeared to be loose and retracted proximal. When the needle plunger was removed to retrieve the suture, there was no suture present. The device was removed and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.